Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor failed per specification due to low readings.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 56 mg/dl and a blood glucose of 317 mg/dl. The customer treated their blood glucose and brought it down to 101 mg/dl. The sensor was returned for analysis and a replacement sensor was shipped to the customer.